Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified as no cartridge was received for investigation.

Event description:
It was reported that insulin was not being delivered from the cartridge. Customer's blood glucose level was in the 400 mg/dl range. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.